Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that the right ventricular (rv) lead shock lead impedance (sli) measured about 119 ohms, which is still with in normal limits. The physician was trying to decide whether to replace the lead or not. During this implantable cardioverter defibrillator (ICD) normal battery change out, the sli measured about 140 ohms. At this time, a 1.1 joule (j) shock was given and the sli was 84 ohms. Then a 36 j shock was given and the sli was 105 ohms. No noise was seen on the electrogram and all pacing impedances and sensing were good. The cause for the high impedance remains unknown. The physician decided to leave the rv lead as is, since the patient has never received therapy and the patient was occluded. The ICD was replaced. They will continue to monitor the patient remotely. No additional adverse patient effects were reported.